Manufacturer narrative:
Product complaint #:(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization, an unspecified microcatheter (mc) was in place and coil was delivered to target site. The coil was filled in the aneurysm and tried to detach, but the coil was unable to detach. The physician inspected indicator light of the detachment box and connect cable, and observed all were under good condition. The doctor pressed the detachment button to detach the coil again, but the coil still failed to detach, then retracted the coil and switched to a new one to complete the surgery. The microcatheter was not replaced. No patient injury was reported. Additional event information received indicated that pre-deployment electrical testing was performed. The same dcb and control cable were successfully used with subsequent coils. The coil was still attached to the coil delivery system when removed from the patient. The coil was stretched or damaged when removed. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during a coil embolization, an unspecified microcatheter (mc) was in place and coil was delivered to target site. The coil was filled in the aneurysm and tried to detach, but the coil was unable to detach. The physician inspected indicator light of the detachment box and connect cable, and observed all were under good condition. The doctor pressed the detachment button to detach the coil again, but the coil still failed to detach, then retracted the coil and switched to a new one to complete the surgery. The microcatheter was not replaced. No patient injury was reported. Additional event information received indicated that pre-deployment electrical testing was performed. The same dcb and control cable were successfully used with subsequent coils. The coil was still attached to the coil delivery system when removed from the patient. The coil was stretched or damaged when removed. There were no procedural delays due to the event. A non-sterile galaxy g3 5mm x 15cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the embolic coil was found severely stretched. The embolic coil was inspected under magnification and it was noted that, as a result of the stretched condition, the blue fiber was exposed and broken. The embolic coil was still attached to the resistance heating (rh). The distal outer sheath had not been softened, indicating that the detachment process was not initiated. The electrical resistance of the galaxy g3 device was measured with a multimeter, it measured within the specification range. Also, the device was connected to a lab sample detachment control box (dcb), and a lab sample enpower control cable, and the power was turned on. The system ready light was illuminating. Then, the detach button was pressed, and a beep sound was heard. The coil was successfully detached from the unit. The issue reported regarding the coil being stretched or damaged was confirmed based on the severe stretched condition of the emboli coil.; however, the issue documented that the fault light was illuminated, and the coil not being detached cannot be confirmed since the device met the electrical specification range and the coil was successfully detached. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated in the lab setting. According to the risk documentation, failure to detach is a potential issue that can occur during the coil detachment due to a detachment cycle not being initiated, as a result of the dpu wire detachment zone/extended coil being positioned beyond the microcatheter tip, which can result in reported failure. A manufacturing record evaluation was performed for the finished device 30803151 number, and no non-conformances related to the malfunction were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: ¿ verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil, re sheathing the microcoil system, and replace it with a new microcoil system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4), the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.